Event description:
The pt received a trial scs lead on (B)(6) 2011. It was reported that intraoperative testing identified impedance issues. Repositioning the lead did not resolve the issue. The physician implanted a new lead to successfully complete the procedure.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed. As received, the lead was visually examined under the microscope and no visual anomaly was observed. Testing revealed that channels 1 thru 8 are within specification and performed functionally as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.